Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported her insulin pump has been alarming no delivery during bolus deliveries for the last twenty four hours. She changed her infusion set twice yesterday, once in the early morning and once in the early evening. She also received a no delivery alarm last week that was resolved with an infusion set change. Customer's blood glucose was 448 mg/dl. Insulin exited the tubing during a fixed prime. Customer was at work so she could not complete troubleshooting. She was advised to call when she gets home to complete troubleshooting. Customer's last blood glucose was 350 mg/dl. Nothing further reported.